Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate and replaced the video processor (vp) unit as a fix. The system was tested and verified as ready for use. Isi did/not receive a da vinci product involved with this complaint to perform failure analysis (fa). The vp unit was installed into the test system and running video test, 1 minute sine cycle, 10 power cycles & sitting idle for 1 hour. The system came up with no errors and good video. In addition, the technician ran 25 power cycles and idled for 6 hours. No failures reported. A review of the error log showed 833, 866, & 1155 errors. Also, the vp unit returned without filter. The complaint was confirmed based on the field evaluation/fa, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the nurse called back in to report that the previously reported problem ((B)(4)) has returned, the system showed a non-recoverable error and displayed message system is overheating after which it automatically shutdown. The nurse explained that they cleaned the filter, moved the system to another or and let it cool down. After starting up again they got the message that the system is overheating. The technical support engineer (tse) advised not to use the system until it has been checked. The photos that were supplied for the previous sr where pointing to an overheating video processor (vp). The system is not connected so tse could not check current logs. The procedure was aborted post anesthesia with no patient involvement.